Event description:
Per the info provided to co by the physician's office, the device was removed due to a "scrotal abscess and infected area", secondary to "severe pain". As reported to co, the entire device was removed and not replaced. 3/19/97-upon receipt of the physician/surgeons operative report, it stated, "postoperative diagnosis: failed penile prosthesis, scrotal abscess and infected penile prosthesis. Procedure: the intention was first to explore the pump in the right hemiscrotum, because a cystic mass was felt to be surrounding the pump and the pump was very difficult to feel through that cystic mass. Layers about the pump were then removed one at a time until the sac aroung the pump was entered. Instantly, a large amount of pus came out under significant pressure. It was noticed that the pump was totally empty of any fluid and collapsed. Pus was also seen in the corpora along the penile rods".